Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion. The device was inspected with no issues. Negative prep was performed with no issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery of the device. It was reported that during delivery through the vessel that the balloon catheter broke and detached. The distal end of the catheter was removed by removing the guide catheter. It was reported that the back end of the delivery shaft kinked but not where the delivery catheter broke. The patient is reported to be alive no injury.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube 70cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Bends were evident on the hypotube 6.5cm proximal to the detachment site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.